Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). Batch manufacturing records of nw873/v5006 was reviewed for any process deviation but no deviation was observed. Summary: received sample photos/videos were subjected to investigation in order to identify the novelty of the product. Received sample photos/videos were visually inspected and compared with retain sample of product code nw873 and lot v5006. Upon visual inspection it has been observed that provided single barrier folder of complaint sample was not matching with retained sample. Differences were identified in product artwork, price, lot numbering, manufacturing and expiry date and manufacturing site name. Actual complaint sample was not received for investigation hence product evaluation could not be performed. Investigation concluded that the product subjected to complaint is a confirmed counterfeit product. Hence functional product evaluation is not applicable.

Event description:
It was reported that the patient underwent a craniotomy surgery on (B)(6) 2020 and the suture was used. There were no patient consequences reported. Upon evaluation, it was observed that provided single barrier folder of complaint sample was not matching with retained sample.